Event description:
The customer reported an incident where the swivel mechanism of their epiq ultrasound system¿s control panel would not lock properly while in transit within the facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer cleaned and reseated the bushing to repair the system.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.